Manufacturer narrative:
Physical examination of the explanted patch was very well incorporated with tissue, making it very difficult to differentiate between layers of mesh, stitching, coating and tissue. There were several areas of the mesh where it was clear that sections/samples had been removed. Other areas of the mesh were torn/ripped most likely from manipulation during explant. In conclusion, there are many potential causes of skin irritation in surgical patients which could have contributed to the skin related observations in this patient, including the patient's condition, materials to which the patient is exposed, and potential local and systemic drug effects. Of particular note is the solution of gentemycin and bacitracin which the physician applied to the device prior to implantation. The lot number of this mesh explant was not provided with this rga therefore lot history record review was not possible. Based upon the limited information provided in the rga, and the examination of the explant returned, there are no reasons to conclude that this c-qur v-patch mesh device itself was the root cause of the complaints described in this case.

Event description:
Patient had reaction to the mesh.